Event description:
Event description guidant received information that during the routine change out of the implantable cardioverter defibrillator (ICD) the pacing impedance of the implantable lead was >2000 ohms and the thresholds had increased to >6 volts.